Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4) alleging that the meter had missing results. This reported issue was not resolved with troubleshooting. This complaint was initially ruled out due to the following conclusions: this reported malfunction is not considered reportable as lifescan does not believe the chance this malfunction causing or contributing to an ae is more than remote and has not reported an ae where this malfunction may have caused or contributed to the injury/death. There were no allegations of harm or injury was a result of the reported issue. On (B)(4) 2012, lifescan received the meter involved with the complaint and completed device evaluation with the meter on (B)(4) 2012. The alleged complaint could not be confirmed; however, investigation found that the meter's display cover was scratched and the casing was cracked. This complaint is now being reported due to the cracked casing.